Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc considered that the reported phenomenon (no image) was attributed to the communication failure between the subject device and the video processor due to the breakage of the camera cable, which might be caused by the user handling. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was caused by the damaged camera cable. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that no proper endoscopic image was displayed on the monitor when connecting the subject device to the video processor, instead only test patterns such as color bars were displayed on the monitor. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.